Event description:
It was reported that a health care provider (hcp) took the catheter out and for over a month she had nothing going in her pump. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: pump. (B)(4).